Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was returned for analysis. The returned product consisted of the rotablator rotalink plus device with the rotawire for the related complaint. The rotawire was received separately and not stuck inside the rotablator device. Visual and microscopic examination of the advancer, handshake connections, sheath, coil and burr were performed and revealed that the annulus was damaged and flared. The damage to the annulus is consistent with damage caused by contact with the rotawire during use. The rotawire used in the procedure was returned for analysis so functional testing was performed with this wire and revealed that the wire was able to be re-inserted into the annulus of the burr and advanced through the whole device with no resistance and then was able to be removed with no resistance or issues. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-00778. It was reported that the burr became stuck on rotawire. A 2.00mm rotalink¿ plus and a 330cm rotawire¿ were selected for use. Ablation was performed 6 times using this device. Then, an attempt was made to removed the burr and it was able to be retrieved at first. However, an unusual sound was heard and the inner part of the burr inner part and rotawire became stuck midway. The burr could not be retrieved at all, so the burr and rotawire were removed together. When the rotawire was inserted again to the burr outside patient's body, it was able to be inserted easily. The procedure was completed with these devices. No patient complications were reported and there were no patient injury noted.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that once the burr and rotawire were removed from the patient, a medical intern attempted to separate the burr from the distal end of the rotawire with force causing damage and missing solder. It was noted there were no pieces of the rotawire left inside patient's body and there were no consequence to the patient.